Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Visual inspection found the device fractured at the junction where the shaft of the screw makes contact with the base of the screw and spring. Root cause of the event was most likely attributed to use of excessive force; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed due to the part/lot information could be: lot number - zb151001; manufacture date ¿ nov 9, 2015. Or the part/lot information could be: lot number - zb140402; manufacture date ¿ apr 28, 2014.

Event description:
It was reported a patient underwent a hip arthroplasty on (B)(6) 2016. After insertion of the acetabular component, it was found the threaded piece of the inserter had broken. This issue was found on the back table when the inserter was disassembled.